Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, immediate bleeding and a hematoma formation was noted after using a 5f mynx control vascular closure device (vcd). The operator then noticed on the device that the sealant was not deployed. Extended manual pressure was held to achieve hemostasis. The vcd was opened and prepped in the sterile field as per the instructions for use. The device was inserted through the sheath and the sheath side port was placed in the sheath catch. The balloon was inflated until the balloon indicator was fully visible. The vascular closure device was retracted until the tension indicator was aligned. The deployment button (button 1) was fully depressed and the operator waited 2 minutes. The operator then performed the lock, stabilize, and deflate maneuver. Button 2 was depressed and manual pressure was applied. The deployer was trained on the mynx device. A 5f sheath was used. The device was stored and prepared according to the IFU, and the storage temperature did not exceed 25 °c. No treatment was required for the hematoma, and the patient did not experience hemodynamic instability. The device will not be returned for evaluation as it was discarded.

Manufacturer narrative:
As reported, immediate bleeding and a hematoma formation was noted after using a 5f mynx control vascular closure device (vcd). The operator then noticed on the device that the sealant was not deployed. Extended manual pressure was held to achieve hemostasis. The vcd was opened and prepped in the sterile field as per the instructions for use. The device was inserted through the sheath and the sheath side port was placed in the sheath catch. The balloon was inflated until the balloon indicator was fully visible. The vascular closure device was retracted until the tension indicator was aligned. The deployment button (button 1) was fully depressed and the operator waited two minutes. The operator then performed the lock, stabilize, and deflate maneuver. Button 2 was depressed and manual pressure was applied. The deployer was trained on the mynx device. A 5f sheath was used. The device was stored and prepared according to the IFU, and the storage temperature did not exceed 25 °c. No treatment was required for the hematoma, and the patient did not experience hemodynamic instability. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2518806 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis and based on the video provided, the reported customer complaint ¿mynx control system deployment difficulty unable and hematoma¿ could not be evaluated. Without the return of the device the exact cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Access site hematomas/hemorrhages are a common post-procedural complication and is listed in the instructions for use (IFU) as such. Access site hemorrhage events after manual compression are frequently related to stick technique, anticoagulation, blood pressure, adequate manual compression technique, and the patient's compliance to decrease mobility of the affected limb in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Without the return of the device for analysis or procedural films, no determination of possible product contributing factors could be made. No preventative or corrective actions will be taken at this time. Per the instructions for use, pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay the device down for two minutes. Retract the syringe plunger to lock position. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.